Event description:
It was reported that this patient, who had a tka, presented with persistent anterior knee pain that was progressive. Limitation and mechanical instability with some episodes of fall secondary to the clinical instability reported. The consequence to the patient indicated a hospital admission and a need for surgical intervention to prevent injury or permanent disability. No further information.